Event description:
Patient with history of coronary artery disease and hypertension was admitted for an elective heart catheterization. Physician attempted to use 8f angio-seal vip vascular closure device but the product was bent. Therefore, the product was not used on patient. Product stored in original packaging on shelf.